Event description:
Patient had ring on finger that was tight and was to be cut off prior to going into surgery. The guard was placed on patient's finger, water soluble gel on the left ring finger. Keeping the cutter level using the equipment provided, cut through the ring. After 1st pass, stopped noticed blood. Patient had 1/2 inch laceration to the ring finger.